Event description:
Boston scientific, crm received information that the patient with the pacemaker experienced bradycardic arrest. The patient is pacemaker dependent and while mowing the lawn had to be given CPR. The device is included in the failure mode 2 population described in the physician communication on september 22, 2005. The device was explanted and the patient was upgraded to a non-guidant dual chamber pacemaker. The physician was concerned that the issue was device related and felt that it was suspicious for transient loss of output, as it is included in the failure mode 2 population. Upon interrogation in the emergency department, prior to explant, the device was 100% ventricular sensing at a rate of approximately 70 bpm.

Manufacturer narrative:
Event conclusion: based on the current information, the lead remains implanted. Upon receipt, device interrogation confirmed that the battery status was 'good'. Technicians exposed the device to simulated heart load conditions, and tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication. A series of detailed tests were successfully performed which verified the electrical performance of the device. Additional impedance, sensing, and pacing tests were successfully performed. Device memory was reviewed and there was no indication that pacing therapy had been unavailable at any time during the implant life of the device. No anomalies were found that would have contributed to the clinical observation as the device functionally passed all testing.